Manufacturer narrative:
Section h6 correction manufacturer's investigation conclusion: the report of a pump stop event was confirmed via the submitted log files. The system controller event log file contained relevant events from 23mar2025 through 24mar2025. On (B)(6) 2025 at 17:29:24, a controller_internal_fault alarm was captured. This alarm was associated with ocp_b_open and pwr_b_broken faults. One second later at 17:29:25, com_a_fault and com_b_fault faults were captured. These events appeared consistent with the reported event of the modular cable being cut. At 17:29:26, the driveline was disconnected from the system controller. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 of the IFU and section 4 of the patient handbook, "living with the heartmate iii", contain sub-sections titled "caring for the driveline", which contain information regarding how to clean and care for the driveline. These sections instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also instructs the user: "call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, contain sub-sections titled "what not to do: driveline and cables", which provide additional instructions regarding driveline care. These sections also outline system controller alarms, as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cut the modular cable, triggering a low flow alarm and was sent to the emergency unit on (B)(6) 2025 and hour later. Patient's vital signs were stable and denied any discomfort. The inr was 1.2, the pump speed showed 0, and the pump start button was displayed but did not respond when pressed. The original controller used by the patient was then replaced with the backup controller, and after connecting it, the pump started running automatically. Patient insisted on being discharged and went home. The patient returned to the clinic to reconnect with a new modular cable on (B)(6) 2025. Patient denied any discomfort, and no other adverse event was found. Patient was in stable condition and returned home. The modular cable was discarded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.